Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the blocked and dislodged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: no data available. Omnipod software app version: no data available. Operating system: no data available. Hardware: no data available. Cgm sensor type: no data available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose levels rose to above 13.9 mmol/l (250 mg/dl), while wearing the pod between 5 to 24 hours. Upon removal of the pod from the abdomen infusion site, the cannula was found to be blocked. The patient additionally reported that the pump detached at the cannula end due to the adhesive not sticking well to the skin and stated that no insulin appeared to be delivered during wear. As treatment, a new pod was placed.